Event description:
Complaint received from facility contact. Customer reports that the tubing separated just below the drip chamber during use when the nurse was taking down the set, resulting in a spill of chemotherapy drug. There was no reported patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
The reported device has been discarded and will not be returned for evaluation. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.